Event description:
It was reported that the customer was hospitalized for dka. The family member stated that they found blood in the tunbing. The time was delayed one hour. Troubleshooting was done and the pump passed the functional tests.